Event description:
It was reported that the fenestrated bipolar forceps wire was broken at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue was identified during central processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. Additionally, there was a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was protruding above the outer surface of the main tube. The wire insulation was undamaged, but the instrument failed electrical continuity and energy delivery tests. It was tested on an in-house system and passed recognition and engagement tests, moving intuitively with full range of motion in all directions. The tip opened and closed properly. Moreover, the instrument housing was removed, and it was found that the instrument bearing was not properly seated at the back end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.